Event description:
Reporter alleged blood glucose measured 44 mg/dl back to back with a result of 211 mg/dl when testing was performed 4 minutes apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.